Event description:
As reported by the user facility in singapore: IV dexmedetomidine was found to be running at 50ml/h, therapy was supposed to run at 22.50ml/hr after topping up to a new syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from 2024-01-26 were analyzed. A terumo 50ml syringe was selected and the infusion started with a rate of 22,50 ml/h. A new dose rate was selected and the infusion rate change to 50ml/h automatically. A new volume was set and the infusion rate was change to 22,50ml/h back. The infusion was continued and the syringe was empty. No other abnormalities were found.